Event description:
Pt called lfs alleging that their meter would not power on. Pt reported being thirsty, feeling fatigue, and shaky at the time of the concern. Pt reported trying to perform a blood glucose test using their other meter. Pt explained that the other meter would not power on either. Pt reported calling a family member (an emt). Pt's family member suggested that pt go to the hospital, however, pt refused. Pt obtained an "1100 mg/dl" on their family member's unk meter (unk time). Pt administered their own insulin (dosage unk). No treatment was provided by family member (an emt). There was no real evidence that the meter caused the adverse event or serious injury. Pt had symptoms associated with hyperglycemia and treated themselves based on family member's meter. This case is being reported as a meter malfunction, since if the issue were to recur, it would likely cause or contribute to death or serious injury. The customer service rep walked pt through checking that the batteries were good and they were correctly installed (positive + side up). Meter was replaced.